Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. Customer reported to philips that the system gave an alert indicating the button was pressed. Upon troubleshooting, the philips field service engineer (fse) found that the table slide controller push button knob was broken. To resolve the issue, the fse replaced the geo module tilt kit, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the button was pressed which can impact a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.